Manufacturer narrative:
Concomitant medical products: product ID 37746, serial# (B)(4): product type programmer; patient product ID 37754, serial# (B)(4): product type recharger; product ID 39565-65, serial# (B)(4), implanted: (B)(6) 2013: product type lead. (B)(4).

Manufacturer narrative:
.

Event description:
It was reported that the patient¿s device was not working correctly. The patient stated that the physician did not put it ¿where it was supposed to go.¿ the patient wanted to have the device explanted, but was told she couldn¿t have it explanted. The patient stated she needed a ¿horizontal¿ system but that wasn¿t put it. The patient had already had a ¿vertical¿ system which didn¿t work. The patient was to have had both a vertical and horizontal system placed on the same day. The patient referred to these for pain patterns, but further clarification was not provided. The patient stated there were no other programs to do. A pump was recommended, but the patient did not want another surgery. The patient still had pain, and had no relief at all. The device was off. The patient had no education on implant when it was placed. The patient was provided with physician listings but was unhappy she had to do her own clinical management. Additional information was requested, if received, a follow up report will be sent.

Event description:
It was further reported that the patient had the stimulator removed due to being implanted incorrectly. It was clarified that the patient¿s insurance would only allow the physician to implant horizontally. The patient was unaware of this until she was wheeled into the operating room. The device was removed in (B)(6) 2013. If additional information is obtained, a follow up report will be sent.